Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2019 the patient reported that she was admitted to the hospital yesterday (B)(6) 2019) due to withdrawals. Per the patient, she may have started the withdrawals last week, but she was not sure. She had moved to another state a month ago and the hcp (healthcare professional) she was going to see decided he was not taking her insurance, so she didn¿t have an hcp for the pump refill. Per the patient, her potassium was low since the day before yesterday (B)(6) 2019) and she was pretty sick. She needed her pump to be refilled today. The patient was wondering if an hcp at the hospital could refill the pump. She didn¿t know the name of the medication in her pump. Physician listings were offered to the patient over the phone, but she stated that she couldn¿t take that information right now because the hospital hcp came to her room and she had to go. No further complications have been reported as a result of this event.